Event description:
Caller states the back of the battery cover and the battery door on the aviva system has melted. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.